Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded signal artifact monitoring (sam) events due to what technical services (ts) believed it was most likely oversensing of electromagnetic interference (emi). All diagnostics before and after were in range and consistent. However, during the sam events, the right ventricular pacing impedance raised up high out-of-range of over 3000 ohms. Ts talked about how to re-enable the respiratory rate trend feature, if desired, and recommended to talk with the patient to see what he was doing at the time of the events. Further information was received indicating the patient had an ablation procedure during the events in question. The rrt feature will be re-enabled at next clinic appointment and the patient will continue to be monitored. This crt-d remains in service and no adverse patient effects were reported.